Event description:
8 cm of broviac broken off inside pt. Removed in heart cath 8cm piece discarded. 12/19/1997 12/19/97 (l) femoral cutdown in picu to remove broken piece of catheter. Because of the size of the line needed, there was damage to the femoral vein which was fixed & ligated by the surgeons. A different site was used for the angio and the broken piece was retrieved. Broviac left in place because of difficulties with access with this pt. Need to wait at least 3 weeks before full potential of fluroscopy can be determined. Possible long-term affect to pt.